Manufacturer narrative:
The doctor was able to complete the treatment; however, he had to redo the amalgam core buildup as a result of the malfunction. This medical intervention incident is considered MDR reportable.

Event description:
In 2007, a doctor alleged that the tempbond clear with triclosan was setting too hard and resulted in the pulling of the amalgam core.